Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer was attempting to use an incompatible transmitter. Customer educated on the incompatibility of the transmitter with the customer's current software. No additional patient or event information was available.